Event description:
(B)(4). The dentist reported that nearly 4 months after the dental implant was installed in intraoral region #4 it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed. Patient presented infection and insufficient bone quality/quantity (bone type iii) and fenestration occurred during surgery. Bone graft was not executed.

Manufacturer narrative:
(B)(4).